Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that most of the keys on keyboard was not working. Field service engineer assisted the customer by performing a hard shutdown, waiting for 2 minutes, and then powering the system back on. All keys on the keyboard became functional, and the system operated as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es keyboard key failed to function. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.